Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as yet.

Event description:
It was reported a stroke occurred. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation were being performed under general anesthesia, and a versacross connect laac access solution was selected for use. Intracardiac echocardiogram (ice) imaging was utilized. A watchman device was deployed and implanted with complete seal noted. The concomitant procedure was concluded. When the patient was waking up from general anesthesia in the recovery unit, right sided weakness and visual impairment was noted. A magnetic resonance imaging (MRI) of the brain was performed which revealed foci of diffuse restriction in left frontal lobe and acute/subacute ischemia was concluded. Seven (7) days post index concomitant procedure, the patient was discharged to a skilled nursing facility for further physical therapy and monitoring due to continued right sided weakness. The device is not expected to be returned for analysis. The patient was not on anticoagulants due to a pre-existing pericardial effusion that was known.